Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and multiple short v-v intervals were noted on the right ventricular (rv) lead. The rv lead was repositioned. Elevated thresholds were also noted on this lead post revision procedure. The rv lead was reprogrammed and remains in use. Further revision of this lead was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was first revised due to elevated and high thresholds. Immediately after the first revision increasing thresholds and decreased sensing were noted and the lead was reprogrammed to unipolar sensing. Short v-v intervals were noted about 8 days after the first revision and were determined to be due to the reprogramming to unipolar sensing carried out on the rv lead. This rv lead was repositioned for a second time 15 days after the first lead revision. The rv lead remains in use.